Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient's leadless pacemaker had dislodged. The device was retrieved, and a new one was implanted. The patient condition was unknown.

Manufacturer narrative:
Reported event of device dislodgement was not confirmed. The device was unable to establish telemetry upon receipt. Visual inspection noted the outer and inner helixes were stretched out of specification. The inner and outer helixes elongation is consistent with having occurred during procedure. A longevity calculation was performed and found the battery depletion was premature. Further analysis found that the device was deactivated which caused the premature battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.